Event description:
Report received indicated the cannula could be retracted into the catheter during the procedure. There was no apparent damage to the device prior to use. The device was prepared as specified by the instructions for use. The ports were flushed once with heparinized saline. The catheter was prepped in the straight configuration and was not coiled at any point prior to insertion. The cannula actuation was verified outside of the pt several times and the cannula actuated smoothly. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The cannula tip fully retracted before insertion and the handle deployment slide was locked in the proximal position.

Manufacturer narrative:
The procedure was a recanalisation of the superficial femoral artery (sfa). The target lesion was totally occluded and calcified. A crossover technique was performed to reach the lesion. There was no resistance encounter during torquing of device. At first, there was no difficulty actuating the cannula during the recanalisation, however, after a change of position the needle was unable to retract into the catheter. Consequently the catheter was retrieved with extended needle out through a 6 french terumo sheath without any consequences to the pt. Attempts to re do the recanalisation over again were not made. There was no adverse consequence to the pt. Of note: the physician believed that because of the repeated puncture of calcified plaque catheter and needle were clogged with the plaque. This product has been returned for eval and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.